Manufacturer narrative:
Additional information has been requested, however, not made available as of the date of this report. This report is submitted on october 14, 2019.

Event description:
Per the clinic, it was reported that the device was explanted (date not reported).